Event description:
It was reported that surgeon decided to remove a 3.5mm screw and replace it with a rescue screw. As the surgeon was putting the 4.0mm screw in the surgeon noticed that they ring was shearing off as it passed the face of the plate. The surgeon removed it and used another screw.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of a locking ring disengagement of an anchor c self drilling screw was confirmed via visual inspection of the returned device. The anchor c surgical technique instructs the user not to excessively angle the screw driver while tightening the bone screw as it may lead to deformation and use of the guide/inserter tip is required for proper insertion. It was noted in the correspondence that the all in one guide was not used during the surgery. The following root causes have been identified under an opened CAPA: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, and a few other general use errors. Conclusion: the root cause of the issue is likely user error for not using the all in one guide.

Event description:
It was reported that surgeon decided to remove a 3.5mm screw and replace it with a rescue screw. As the surgeon was putting the 4.0mm screw in the surgeon noticed that they ring was shearing off as it passed the face of the plate. The surgeon removed it and used another screw.